Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction and additional information to the previously submitted h11 field investigation summary. The incorrect verbiage was removed from the investigation summary. Add h4. The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device exhibited magenta or green image. The root cause could not be identified. Based on the results of the investigation, the suggested probable causes were damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device exhibited magenta or green image. The root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex defelectable videoscope exhibited magenta or green image. There was no patient involvement.